Event description:
Customer alleges discrepant result with meter compared to lab: date: (B)(6) 2012, inratio: 7.1, lab: 3.12. No additional info provided. Facility has been testing on the inratio meter for about 1.5 months.

Manufacturer narrative:
Investigation pending.